Event description:
On an unk date following an intravascular procedure an angio-seal device was placed in a pt's groin. Details of the deployment are unk at this time; however, the pt presented with signs or symptoms of vessel occlusion (time frame unk but at least 24 hours post deployment). On 04/22/1999 the pt had surgery. During surgery, a vessel dissection proximal to the angio-seal insertion site was identified but not repaired. As of 05/24/1999 there has been no further report to the MFR of complication or additional pt sequelae.